Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available always. Also, stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device coordinator that the patient reports a battery which is not able to be connected to the controller properly. It was stated that the site exchanged the device and the problem was solved with no further information available. No additional information available.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. It was reported that the battery would not be able to properly connect to the controller. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery met specifications; the device passed visual examination and functional testing. The results of the analysis revealed that the battery was able to adequately connect to the controller and drive the system as expected; all connections were stable with no abnormalities observed. As a result, the reported event could not be confirmed or duplicated during failure analysis. The reported event could not be confirmed or duplicated during failure analysis. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.